Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that 14 unknown patients required a lead revision as a direct result of vns lead malfunctions. This information is provided in an academic article in which no identifying information was included. The article encompasses lead related issues that resulted in lead replacement (high impedance, low impedance, lead fracture etc). Instances of infection due to the vns surgical procedure are excluded from the data set. In addition to lead related malfunctions reasons for lead removal within the article include. There were no pre-operative complications. Vns settings were available for 5 of the 14 patients. Two patients required slightly increased current (adjusted from 1.5 to 1.75 ma in both patients). Another two patients required a reduced current (adjusted from 2.0 to 1.75 ma and 2.0 to 0.5 ma). Current remained unchanged in the remaining patient. These events will be encompassed within one report until identifying information is made available. Once patient/product information can be tied together, a unique report will be generated at that time. No other relevant information has been received to date.